Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open sores on the back. There was no alleged device malfunction contributing to the wounds. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.